Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified implant with mount. Mount not attached to implant and slight marks on implant due to the removal process of disengaging mount by the dr. No malfunction identified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (1242068). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1242068) for similar event and no other complaint was identified. Review completed utilizing keywords: does not disengage; release. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. PMA/510(k) number k013227.

Event description:
Impossible to unscrew the mount from the implant during the implant placement. Implant was removed. Another implant has been used in order to finish the procedure.